Manufacturer narrative:
Product details has been reported. This report is submitted on 21 oct 2020.

Manufacturer narrative:
This report is submitted on september 22, 2020.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. Reimplantation is planned but has not taken place at the time of this report.